Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while they were cleaning their house, they felt an "electric shock." The patient stated they feel fine but wanted further information on their implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.